Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a survey that the patient underwent a neurological procedure on unknown date and suture was used. During the procedure, needle bends too easily. No additional information provided.